Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). The customer checked the cabled and connections which resolved the reported issue therefore no parts were returned for evaluation.

Event description:
The customer stated that this unit had a motor fault issue. There was no patient involvement at the time of the incident.